Event description:
It was reported by the patient that their "chest wound torn off due to movement" following the implant procedure. It was noted the lead "fell off" and the lead was consequently reconnected. Follow-up was unable to obtain further information at this time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).